Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient alleged their bi-ventricular pacemaker and non-defib leads might not be functioning properly. The patient had been informed by various hospitals and clinics that the implanted device was not working effectively for them. The patient was advised to consult with their heart clinic and speak to a device specialist for further evaluation.